Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related reports (including this report): 3025141-2026-00058, 3025141-2026-00059, 3025141-2026-00060.

Event description:
It was reported that during the procedure, the surgeon was inserting a screw and the tip of the 80-0728 driver broke and there is a possible retention of a small/micro fragment of the driver. There was a 10 min delay reported.